Manufacturer narrative:
Nasal swabs are sterilized. Swab can reduce risk by drinking water. If the user's test result is positive, the dog may be infected.

Event description:
Customer feedback: puppy chewing on used swab, was dipped in the testing solution, customer was inquiring if any harm would come to puppy.